Manufacturer narrative:
Pump unable to prime during prime/delivery test due to faulty force sensor resistor. Pump passed the rewind, basic occlusion and displacement test. No motor error alarm noted. Motor passed motor test. Unable to verify no delivery alarm due to prime anomaly. Pump received with severely scratched display window, cracked reservoir tube lip, missing end cap sticker.

Event description:
Customer reported via phone call to have received a no delivery alarm. Customer also reported to have received a motor error alarm. Customer's blood glucose was 236 mg/dl. Customer was able to resolve no delivery alarm with a complete set change. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI; drive support cap appeared normal and customer was able to complete rewind process. Customer did not report a motor position encoder error alarm. Customer was advised that insulin pump would need to be replaced.